Manufacturer narrative:
At the time of the adverse event, the pump was fully filling and ejecting. A pump change occurred on (B)(6) 2021 to upsize to a 25 ml pump. As of (B)(6) /2021, the patient has improved in condition. The tea colored urine has resolved and the hemoglobin and hematocrit has increased.

Event description:
Berlin heart was informed by the site on (B)(6) 2021 that a patient being supported with the excor pediatric vad system in the lvad configuration had developed hemolysis. The pump had complete fill and empty. On (B)(6) 2021 the site reported the patient had tea colored urine and urinalysis showed 2+ hemoglobin, between 11-25 rbcs and less than 10000 enterococcal bacteria. The blood work taken on (B)(6) 2021 showed that the patient's ldh was 3264. The ldh value was greater than 2.5 times the upper limit, normal upper limit for the site is 225. Therefore, it was determined that the patient had developed hemolysis. Previously ldh was 1322 on (B)(6) 2020 and 646 on (B)(6) 2020. The cause for the hemolysis is unable to be determined. The patient's plasma free hemoglobin was 362 on (B)(6) 2020.